Event description:
It was reported, that during a total hip surgery, the device broke and a part was thought to have entered the pt. An x-ray revealed that there is metal piece in the pt's leg. It is unk if the piece is from the device. There was no treatment or intervention required for the pt as a result of the event. There is no plan to remove the metal from the pt. There was no delay in the procedure. The procedure was completed successfully with the device.

Manufacturer narrative:
The device has not been returned to the MFR for an investigation, but is anticipated to be returned. This report will be updated if the investigation requires.